Event description:
Prior the implant procedure, the device was interrogated and found have decreased longevity estimation. The device was not selected for implant.

Manufacturer narrative:
The device was received with low battery gauge display upon receipt. Analysis of device image indicated device was within normal range of operation and battery voltage was above elective replacement indicator (eri) level. Further analysis determined that the low battery gauge display was due to the incorrect implant date entered by user that led to an incorrect calculation. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.